Event description:
The patient's father said the keypad buttons are difficult to press. He said the up and down arrow buttons as well as the audio bolus buttons are difficult to press. He denies that the keypad was torn and reported that the audio bolus button is still intact. He denies any trauma to the pump or that the pump was dropped. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. There were no issues found with the bolus button.